Manufacturer narrative:
Date of postoperative device breakage and non-union is unknown. This report is for one (1) unknown screw. Per reporter, the complainant part is not expected to be returned for manufacturer review/evaluation. (B)(4) unanticipated x-rays that were taken to confirm device breakage and fracture non-union. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a fracture to the left ankle on an unknown date, which was originally treated with the placement of two (2) screws. A post-operative x-ray, which was taken on an unknown date, revealed a non-union and that one (1) of the screws had broken. On (B)(6) 2016, the patient underwent a revision surgery where two (2) new (unknown) screws were implanted. The surgery was completed successfully with no reported surgical delay or patient harm. The patient&#62688;status at the completion of the procedure was reported as "good" and the patient noted to be &#62676;able.&#63520; this report is for one (1) unknown screw. This report is 1 of 1 for (B)(4).